Event description:
A nurse reported that an infant in pediatric ICU rec'd an overfill of peritoneal dialysis solution in different cycles. The prescribed fill volume was 100 ml. The overfills were based on the drain volumes (ranging between 210-340 ml) per cycle and the amount of solution left in the bags at the end of the treatment. There was no serious injury or illness.